Event description:
Hospital reported that 2 patients were identified to have perforation of the large intestine subsequent to colonoscopy. Patient #1 reportedly had a history of diverticulosis, and in 2007 received a diagnostic colonoscopy for follow-up to a prior polypectomy. During the procedure, the md noted that the patient had become distended, and withdrew the scope. An x-ray was performed, and noted free air in the abdomen. The patient was taken to surgery, where a perforation was found in the large intestine near a mass that had been located during endoscopy. A right hemicolectomy was performed. The hospital further reported that patient #2 was examined secondary to abdominal pain and bloating. After inserting the scope in the sigmoid area, the md withdrew the scope and requested and x-ray be performed. Based on the x-ray, the patient was taken to surgery, and a perforation located in the cecum, an area of the intestine the exam reportedly did not reach. The hospital reported that the light source was common to these two occurrences.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The hospital reported that the light source and endoscopes used in this report were tested by hospital staff, and there was no device malfunction noted. Olympus cannot determine the cause of the user's experience at this time. However, if additional information becomes available at a later date, a supplemental report will be provided. This report is being filed in an abundance of caution.